Event description:
A medtronic representative reported an axiem power cord that had been split and had an exposed power cord. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement external axiem power/data cable shipped to site (B)(4) 2013. Medtronic representative investigation of returned suspect cable finds that as reported, the lemo connector had been pulled exposing the shield wire. No other wires were exposed. A continuity check also revealed an open within the lemo connector. The green wire had been pulled from the pin. Physical damage, cable cut and damaged, directly caused the event.